Event description:
Patient had device implanted in 2005. Sales agency personnel reported in 2008, that patient had developed a post-operative infection. Surgeon claims it was due to device. No further information as to patient condition, identify of organism, treatment and prognosis were provided. Follow-up calls to sales agent and hospital personnel did not provide additional information as of 6/20/08.

Manufacturer narrative:
Several attempts at obtaining specific information from the sales agent and hospital personnel have not been successful to date. As no product was available to evaluate, all lot processing records were reviewed for compliance to procedure. Sterility, environmental, cleaning, facility, equipment and personnel records were reviewed and found to comply. No organisms were identified throughout the process. The product is terminally sterilized after packaging; sterilization parameters complied.